Manufacturer narrative:
Section b5: additional information.

Event description:
It was reported that the vad coordinator sent in a new x-ray. The x-ray displays two areas of concern, thinning of the driveline shielding in the distal bend relief / clamshell area. No further or additional information was provided.

Event description:
Additional information was provided that technical services were onsite on 18feb2020 and performed a phase interrupter test that found the yellow was opened. An hmii distal end replacement was performed approximately 2.5 inches from the exit site and started with the yellow wire. The pump did not restart after they switched to the new driveline. Yellow wire was found to be internally open. Since the repair failed, the patient remained on an ungrounded cable with no further issues to date.

Manufacturer narrative:
Section d4: model number: corrected data. Manufacturer's investigation conclusion: review of the submitted system controller log file data confirmed the reported driveline fault events; however, the evaluation of the returned portion of the driveline did not confirm an issue that would have contributed to the driveline fault events. The submitted system controller log files contained data from on (B)(6) 2020 confirmed the occurrence of continuous yellow wrench advisory events associated with driveline faults. Despite the driveline faults, the pump appeared to be operating as intended with stable parameters. The pump speed remained above the low speed limit without issue. The driveline wire electrical continuity data recorded in the submitted log files was graphed and showed that the values of phase 1 were consistently increased compared to the other two motor phases, suggesting a potential wire conductor breakdown issue with the yellow wire of the driveline, which is consistent with the on-site finding of an open yellow wire communicated by technical services personnel at the time of the phase interrupter test performed prior to the driveline replacement on (B)(6) 2020. A distal end driveline replacement was performed on (B)(6) 2020 under work order: (B)(4) and approximately 21 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the returned driveline segment was performed a total of three times: the first test was performed on the driveline in its returned condition, the second test was performed after removal of the clamshell repair, and the final test was performed when the wires were exposed following removal of the outer driveline layers. All three electrical continuity tests revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. Removal of the clamshell repair and rescue tape repair revealed a crack in the distal end bend relief adjacent to the metal connector and a superficial tear in the outer silicone sleeve adjacent to the terminus of the distal end bend relief; however, the underlying clear bionate layer showed no evidence of damage. Several areas of moderate to severe breakdown of the metal braided shield were observed along the length of the driveline segment, which appeared consistent with over 6.5 years of use. Following removal of the shield, no completely broken wires were observed along the length of the driveline segment. Moreover, the wires were examined under a microscope and no areas with significant damage to the inner conductors inside the wire insulation were observed. Initial microscopic inspection of the wires revealed no noticeable areas of compromised wire insulation; however, when the returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, a very small breach in the insulation of the red wire was identified adjacent to the metal connector, exposing the inner metal conductors. However, the observed damage to the red wire would not have contributed to the reported driveline fault events as most of the inner conductors remained intact. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline adjacent to the metal connector. The surrounding wires at the metal connector appeared to be slightly kinked but were otherwise unremarkable. No additional areas of wire damage were identified on the remainder of the driveline segment. Although no low speed / pump stoppage events were reported or captured in the submitted system controller log file data, the system had the potential to produce an electrical short to ground, during which an interruption in pump function could result if the exposed conductors of the compromised red wire contacted the metal braided shield while the patient was operating on a tethered power source (such as the mpu or power module). The evaluation of the returned driveline segment did not reveal an issue that would have resulted in the reported driveline fault events captured in the submitted system controller log file data, which is consistent with the on-site findings indicative of an internally open yellow wire communicated by technical services personnel at the time of the driveline replacement. Additional information provided by the account on 25mar2020 indicated that the patient remained on an ungrounded patient cable with no further issues to date. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. There were incidental findings that a small breach in the insulation of the red wire was identified adjacent to the metal connector, exposing the inner metal conductors. The observed damage to the red wire would not have contributed to the reported driveline fault events. There was also a superficial tear in the outer silicone sleeve was observed adjacent to the terminus of the distal end bend relief. Heartmate ii lvas IFU section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 6 (under "caring for the driveline") instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Counsel patients to inform you immediately if they find signs of driveline damage. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. This section explains that a driveline fault is displayed as an active alarm only on the system monitor but is not displayed on the system controller. Heartmate ii lvas patient handbook section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Section b5: additional information.

Event description:
Yes, driveline repair failed due to internal fracture determined during repair. Remains on ungrounded cable. No further issues to date.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent driveline fault alarms noted. Patient has an over sewn aortic valve, a controller change was not a feasible option. Upon analysis of the log the drive line fault alarm was believed to be true. In order to the manufacturer technical services identify a possible location of where the compromise in the lead is, x-rays will be needed. These x-rays should show the entire percutaneous lead from its connection to the controller to where it attaches to the vad with as few twist/turns to the driveline as possible. Any other information such as if the percutaneous lead was exposed to any trauma, has the patient gained or lost a significant amount of weight or if specific patient torso movements caused alarms will be helpful in possibly identifying the area of concern. Additional information was received and the x-rays were unremarkable. No further or additional information was provided.